Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during coil embolization of a ruptured internal carotid-posterior communicating artery (ic-pc) aneurysm, the 4th coil (subject device) was re-sheathed during repositioning. The main coil appeared slightly damaged at the tip. The physician attempted to place the coil into the aneurysm a second time and resistance was experienced when advancing the coil through the microcatheter. While repositioning the coil, it stretched. The physician attempted to retrieve the coil with a snare device, but was unsuccessful. The physician then attempted to remove the coil with the microcatheter as one unit, but the coil broke off and part of the coil likely remained inside the patient. The procedure was completed with other coils. No additional information is available at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. According to the event description, it is most likely that the main coil stretched and got damaged during the reposition of the coil. The stuck coil could not be removed from the microcatheter and as a result it broke and a piece of it was left inside the patient. It is possible that the coil could not advance through the microcatheter due to some procedural or anatomical factors encountered during use; this however cannot be conclusively determined. Based on the information available the exact cause for the reported event cannot be determined.

Event description:
It was reported that during coil embolization of a ruptured internal carotid-posterior communicating artery (ic-pc) aneurysm, the 4th coil (subject device) was re-sheathed during repositioning. The main coil appeared slightly damaged at the tip. The physician attempted to place the coil into the aneurysm a second time and resistance was experienced when advancing the coil through the microcatheter. While repositioning the coil, it stretched. The physician attempted to retrieve the coil with a snare device, but was unsuccessful. The physician then attempted to remove the coil with the microcatheter as one unit, but the coil broke off and part of the coil likely remained inside the patient. The procedure was completed with other coils. There was no clinical consequences to the patient.